Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported they were able to run impedance test and determined that several contacts could no longer be used. Rep was still able to provide programs and get good coverage with remaining contacts. Patient had not complained of shocking sensation since moving away from affected leads. The cause was not determined, and it is unclear if the falls affected the lead migration. Patient seemed satisfied with programming adjustments and patient did not want to undergo another procedure to correct the lead migration. The rep reported the shocking sensation has been resolved. Weight was not given, but information verified with hcp.

Manufacturer narrative:
Concomitant medical products: product ID 97715, serial# (B)(4), implanted:(B)(6) 2020, product type implantable neurostim ulator product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type lead product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: product type lead product ID 977a275, serial# (B)(4) , implanted:(B)(6) 2019, product type lead product ID 977a275 , serial# (B)(4), implanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-mar-2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 20-mar-2024, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 19-sep-2022, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 19-sep-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep called and reports that while meeting with the pt yesterday, the x-rays showed that a few contacts on one of the leads (could not recall which lead or which contacts specifically), appear to have migrated away from the rest of the lead. Rep reports that the pt had experienced many falls recently, and the pt complained to the hcp that she was feeling shocking sensations. The x-rays made it difficult to tell if the end of the lead was fractured and components were exposed, or if contacts had come out of the housing completely. Per hcp, rep was inquiring about pt having an MRI to get more information about the components before a procedure took place for repair/replacement. Rep reports moving any active programming off of the effected contacts while meeting with hcp, and reports the patient was still able to have effective therapy.